Event description:
The surgeon performed a right sacroiliac joint fusion on (B)(6) 2012 utilizing four ifuse implants. It is the surgeon's habit and custom to obtain a post-operative CT scan. The CT scan showed that the third implant was shorter than desired. The pt had no complaints of numbness, tingling, or pain in her lower extremities. On (B)(6) 2012, the surgeon performed a revision surgery to remove the third implant (7 x 40 mm) and replaced it with a longer implant (7 x 50 mm). The pt has no pain or neurologic complaints. The pt had no complications after the original or revision surgeries and is reported as doing well.

Manufacturer narrative:
Based upon the complaint info and investigation, as well as review of the surgeon training manual, certificates of compliance and fmea, the root cause is improper size selection of the ifuse implant.